Event description:
A malfunction was reported on a pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer is interested in obtaining an out-of-warranty loaner pump, and technical support will replace the malfunctioning pump.